Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The first firing of the device was fine. During the second firing, the surgeon squeezed the handle and it cracked. A new handle and reload were used and the same thing happened. A third handle and reload were used and the reload partially fired. The reload fired 20 mm into the reload and then the handle cracked five times and would not go any further. The surgeon had to sew the staple line with suture to correct the partial cut. The surgeon thinks he was hitting staples from the prior surgeries. The surgeon did a reversal of the bypass because it was accidentally connected to the remnant stomach. The procedure lasted seven and a half hours. The stapling was performed over three and a half hours. The patient was given a foley catheter because of the length of the procedure. The patient is currently stable and doing okay post procedure.

Manufacturer narrative:
(B)(4).